Event description:
It was reported that when attempting to remove the cassette from the device after use, the pump alerted that the cassette was not attached properly. Reattach cassette and could not leave the error screen. The event occurred during testing.

Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿when attempting to remove the cassette from the device after use, the pump alerted that the cassette was not attached properly. Reattach cassette and could not leave the error screen¿ could not be confirmed/duplicated during functional testing. A device event log/alarm history review found multiple instances of "cassette not attached properly" alarm. The probable cause was unknown. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.